Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that the right ventricular (rv) lead and right atrial (ra) lead exhibited noise problems. The rv and ra leads were explanted and replaced. The patient remained in stable condition.